Manufacturer narrative:
The concerto nylon coil has been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a concerto nylon coil was unable to detach during a procedure. The patient was undergoing coiling of an aneurysm. The vessel was described as not tortuous. The concerto nylon coil and accessory devices were prepared as indicated in the IFU. It was reported that during the procedure, the concerto nylon coil was advanced through the catheter with resistance in the proximal section. At detachment, the physician attempted to detach the coil two times using an instant detacher; both attempts were unsuccessful. It is not known whether other detachment methods were attempted. The coil was removed from the patient. Afterward, the procedure was completed using other coils and the same instant detacher. There were no reports of patient symptoms or complications.

Manufacturer narrative:
Codes updated as received, the implant coil was found damaged, stretched, and had lost its original shape with the polypropylene filament intact and still attached to the pushwire. The tack weld replacement (twr) crimps and the pushwire wire distal to the break indicator at the manual detachment location (via hypotube) were found intact. The pushwire was found bent at the proximal end and was found bent at several locations from the distal end within the introducer sheath. All other subassemblies appeared to be normal and no other anomalies were observed. An in-house instant detacher was then selected, and 3 attempts were made to detach the implant coil, but the implant coil did not detach. The pushwire was then intentionally broken distal to the break indicator at the manual detachment location (via hypotube), but the implant coil still did not detach. The coin was pulled back from the lumen stop without difficulty, and implant coil subsequently detached. The instant detacher was not returned; therefore, any contributing factors from the instant detacher could not be assessed. It is likely that the bend(s) in the distal end of the pushwire prevented the coin from pulling back from the lumen stop as was evidenced during the manual detachment attempt (via hypotube) during testing. All coils are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.